Manufacturer narrative:
(B)(4). Incorrect assembly may have caused the reported event. No revision surgery has occurred and no product has been available for evaluation; no root cause has been identified. Should product become available, any relevant info will be included in a follow-up report. Published surgical technique depicts the appropriate orientation of the lock nut within the instrument prior to insertion. Instructions for use note the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."

Event description:
Following an xlif case with implantation of a lateral plate assembly, it was reported that the plate's lock nuts and loosened; one nut was entirely loosened and one nut was partially loosened. The lock nuts were reportedly installed upside down. Pt info, surgery dates, and event date are unknown at this time. Radiographs have not been provided for review. The pt is reportedly asymptomatic and revision surgery is reportedly not planned at this time.